Event description:
The ge oec 6800 fluoroscopy system would intermittently display an error message on the right monitor. Occasional reboot required to restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the x-ray tube and mono-block generator. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as result of the noted malfunction.